Event description:
The customer reported the ac power module connector pulled out, wires broke and failed to charge batteries. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out, wires broke and failed to charge batteries. There was no reported patient involvement. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for evaluation.